Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the evaluation of device, detached glue on the objective lens, pin holes on the glue on the light guide lens, chip on the light guide lens was found. The repair center access the condition and determined that the cause was traced to component failure. There was no patient involvement.